Event description:
A customer contacted beckman coulter inc. (Bci) reporting a tube which contained lh diluent and clenz leaked inside of the coulter lh 500 analyzer. The operator was wearing gloves at the time of the event. No injury was reported. There was no exposure to mucous membranes or open lesions and no medical attention was needed.

Manufacturer narrative:
The fluid leak was from tubing behind the cbc module which contained the lh diluent and clenz. A field service engineer went on-site and replaced the harness which resolved the issue.